Event description:
It was reported to medtronic minimed that the customer reported no sensor connected on the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed for sensor signal not found/cannot find sensor signal/lost sensor/loss of communication and the issue was unresolved. Customer that upon receiving the replacement, they will need to delete the existing paired device and then pair the new device. No harm requiring medical intervention was reported. The customer will discontinue using the transmitter. Mmt-7841zn was requested and the customer's response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication and led anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication and led anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.